Event description:
During removal of a peg feeding tube, the retention ring fell off inside the pt's stomach. No pt injury. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The instructions for use state that the tube should be pulled gently through the stoma or endoscopically removed.